Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an electrophysiology (ep) ablation procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to a 16f sheath and the ep ablation procedure was completed. Reportedly post procedure, the knot was successfully advanced; however, pulsatile bleeding was observed at the access site. The prostyle device failed to close. A figure-of eight stitch was placed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). It was reported that the suture of one prostyle device was successfully placed, the sheath was upsized to a 16f sheath and the ep ablation procedure was completed. It should be noted that the prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, it is unknown if the instruction for use IFU deviation would have contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.